Event description:
Balloons burst on two gastrostomy tubes, one after one day and the second after three days. Since they could not get the gastrostomy tubes to operate correctly, they used a silicone coated latex foley catheter to feed the pt.